Manufacturer narrative:
Zoll service evaluated the thermogard xp ivtm system (sn (B)(6) ) at the customer site. The reported complaint that the thermogard system displayed mid:09 (air trap assembly) error message was confirmed in the system's event log data and during functional testing. The root cause was identified as a failed air trap sensor block, resulting from an overflow of saline into the console's air trap holder. This overflow likely occurred due to a leaking start-up kit (suk). During the inspection, traces of dried saline on the air trap sensor block suggested saline had entered the assembly through the large crack on the console's top cover deck, near the air trap holder. The reported issue of a broken console housing (top cover deck) was confirmed during a visual inspection. The console's top cover deck was replaced to resolve the problem. The system event log data revealed multiple mid:09 (air trap assembly) error messages around the customer's reported event date, confirming the reported complaint. The thermogard xp ivtm system failed the initial functional test as it displayed a mid:09 (air trap assembly) error message, confirming the reported complaint. The failed air trap sensor block assembly was replaced to remedy the fault. Following service, including preventive maintenance service actions, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Event description:
The thermogard xp ivtm system (sn (B)(6) ) displayed mid:09 (air trap assembly) error message. Additionally, the console's housing (top cover deck) was broken. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.